Event description:
It was reported that bd maxplus needle free connector leaked during flushing- 5 occurrences. The following information was provided by the initial reporter: staff advise they were changing luer plug attached to PICC line in situ as per clinical management procedures, when a series of 5 plugs in succession, all leaked when attempting to flush. PICC line was inserted by another healthcare provider and brand of line is not known. After the 5th plug leaked a smartsite valve was connected and flushed with no issues experienced. All 5 leaking max plugs were discarded, however they were all from the same lot number, so the remainder of the stock was removed from shelf and forwarded for assessment.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-oct-2023. Investigation summary: thirty-five mp1000c-0006 samples from lot 22025313 were received in sealed packaging for investigation. The feedback provided by the customer suggests leakage was detected from five maxplus devices in connection with a PICC line. A visual inspection of the returned samples did not identify any obvious damage or manufacturing defects which could have caused or contributed to the reported leakage. All returned samples were subjected to functional testing by connecting to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in each instance no flow issues or leakage was detected throughout testing. The samples were then subjected to pressure testing; again, no leakage was detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22025313 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported leakage.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd maxplus needle free connector leaked during flushing- 5 occurrences. The following information was provided by the initial reporter: staff advise they were changing luer plug attached to PICC line in situ as per clinical management procedures, when a series of 5 plugs in succession, all leaked when attempting to flush. PICC line was inserted by another healthcare provider and brand of line is not known. After the 5th plug leaked a smartsite valve was connected and flushed with no issues experienced. All 5 leaking max plugs were discarded, however they were all from the same lot number, so the remainder of the stock was removed from shelf and forwarded for assessment.